Event description:
A pharmacist reported that a customer returned a box of test strips because of inaccurate test results. The pharmacist did not know whether the customer thought the readings were inaccurately high or low. The pharmacist did not have a customer name or telephone number. For this reason, the rep cannot contact the customer for more specific info.